Event description:
In one case, it was alleged that the product did not work and that it failed. In another case, it was alleged that the product failed due to the suction not working. It was replaced with a similar product. In both cases, there was no reported patient involvement.

Manufacturer narrative:
Additional information will be provided once the investigation is completed. A similar product from lot number 10103ae2 was also implicated in this event.